Event description:
It was reported that a malfunction occurred with a code displayed as malf 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions for a pump reset, which the customer executed successfully. The malfunction code did not recur, and the customer was advised to continue using the pump while being informed to call back if any issues arise.